Event description:
It was reported that the settings on a collague guardian baxter IV infusion pump were bypassed in order to provide more medication than what the program allowed for. On an unreported date, the patient died due to a medication overdose. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.